Manufacturer narrative:
Analysis of the 9733560xom found insufficient information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a functional endoscopic sinus surgery (fess) procedure. It was reported that axiem box and emitter were not functioning normally. A red indication was received for active connection between the system and axiem/emitter. The procedure was completed without the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.